Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1009 "pressure regulation high" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that a 1009 "pressure regulation high" error occurred. The remote service engineer (rse) was able to verify the reported issue while speaking to the customer on the phone. The tubing was crossed between the gas outlet and gas delivery system (gds). The customer corrected the tubing to the proper places, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.